Manufacturer narrative:
Complaint sample was evaluated via radiographs and the reported event was not confirmed. Radiographs were provided and reviewed by a health care professional. The review of the radiographs records identified the right total knee arthroplasty with possible over-sized femoral component. And no evidence of loosening. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Concomitant medical products: vngd ps+ tib brg 14x71/75mm; p/n: 183744, l/n: 006800. Gentamicin bone cement; p/n: 3325020, l/n: 7955570. Series a pat std 31 3 peg ;p/n: 184764, l/n: 898050. Van ps open intl fem-rt 67.5; p/n: 183110, l/n: 378040. Biomet ilok pri tib tray 75mm; p/n: 141214, l/n: 877190. Biomet finned pri stem 40mm; p/n: 141314, l/n: 257840. Report source: foreign: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient was revised due to anterior knee pain approximately 4 years post-implantation. Subsequently, the poly was replaced. Attempts have been made and no further information has been provided.